Event description:
It has been reported to philips that the system is giving a storage full error. The system was in clinical use and the patient was moved to another room for the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis procedure was completed as planned by moving the patient to other room. The philips field service engineer (fse) inspected the onsite and confirmed that system producing low storage space error and was unable to fluoro. Upon some functional tests the fse confirmed that host pc and ippc have communication issue. The fse replaced host pc, ippc, and hard drive. After replaced the host pc, ippc, and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.